Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
(Complaint 1 of 3) the facility representative contacted baxter to report a folfusor that had leaked on the way from the pharmacy to the ward. The event occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.